Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The account endoscopy manager reported to olympus, the evis exera iii duodenovideoscope distal end cover came off in the patient's mouth. The issue was found during an endoscopic retrograde cholangiopancreatography procedure. It was stated that the patient was intubated so there was no harm caused to the patient. It was also reported that this issue occurred with three different patients. This report is linked to the following patient identifiers (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event may have been caused by the following: - chemicals such as anti-fog agent adhered to the distal cover, and the cover was broken by chemical attack, which made the cover easy to come off the subject device. -the distal cover was insufficiently attached to the subject device, which made the cover easy to come off the subject device. However, the root cause of the suggested event is not identified. The event can be detected and prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Event description:
Other related patient identifiers: (B)(6).